Manufacturer narrative:
H6: correction needed to include missing h6 codes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced possible arrhythmia induction by the implantable cardioverter-defibrillator. During sinus tachycardia, p waves fell into refractory leading to a competitive atrial pace which blanked a ventricular event. The subsequent ventricular pace set up a long-short interval and the patient's ventricular rate increased. High voltage therapy converted the patient back to a sinus rate. Programming changes were recommended. The patient was not reported to be symptomatic.